Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bypass procedure, when attempting to deploy clips, numerous were scissored or multiple fed at the same time. There were no patient consequences. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device it formed 1 clip as intended and the remaining 15 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.